Manufacturer narrative:
Additional information was received that the patient's pocket revision and ipg replacement was cancelled. It was reported that the patient was able to charge the ipg successfully with assistance. It was noted that the patient had difficulty hearing the beeps of the charger.

Manufacturer narrative:
.

Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient will undergo a pocket revision and ipg replacement.

Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient will undergo a pocket revision and ipg replacement.